Manufacturer narrative:
Results of investigation: the suspect device was evaluated and tested onsite. Vyaire medical representative performed functional test and confirmed the reported issue which is the unit after pressing start/stop switch the ventilator won't start and activates oscillator stopped alarm. Performed troubleshooting and confirmed that the unit has bad power module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that 3100b ventilator is pressurizing but will not oscillate. Furthermore, there was no patient involved in the said event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.